Event description:
During lap assisted colostomy we used the stryker sustainability solutions ace harmonic shears. Device tested good however when used without shutting shear end it would alarm too much pressure although we had not closed them. Device was removed from the field and replaced with a non reprocessed harmonic shear.